Event description:
It was reported the external pulse generator (epg) case needs repair. The epg was returned for service. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the side bail covers, ring cover, and atrial output connector were broken, the side bails and ring were missing, the battery release was contaminated, the battery drawer was damaged, and the display was out of specification due to missing pixel segments. (B)(4).